Event description:
A caller reported a malfunction on their insulin pump, which displayed error code ¿malf 1¿ and could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The corrective actions involved sending a replacement pump to the customer, who was advised to use mdi as a backup therapy in the meantime. Instructions were provided on how to return the malfunctioning pump and manage the new pump upon receipt, which the caller understood and acknowledged.